Event description:
It was reported that after being implanted with intraocular lenses (iols) in both eyes, the patient was diagnosed with irvine gass syndrome (macular edema) and blurry vision in the left eye (os) and the right eye (od) after surgery but before the 3 month post-op visit on (B)(6) 2024. No surgical complications, no other surgical procedures. Uncorrected distant visual acuity (ucdva) for od was 1.25 - decimal and ucdva for os 1.25 - decimal. Ucdva for both eyes (ou) was 1.25 decimal, uncorrected intermediate visual acuity (uciva) binocular was 0.14 logmar, uncorrected near visual acuity (ucnva) binocular was 0.34 logmar corrected distance visual acuity (cdva) for od was 1.25 decimal. Cdva for os was 1.25 decimal, cdva for ou was 1.60. Binocular distance-corrected intermediate visual acuity (dciva) was 0.12logmar, distance-corrected near visual acuity (dcnva) binocular was 0.24 logmar. Objective refraction was od 0.0/-0.25@100. Objective refraction was os 0.5/-0.25@50. Medication for od: the patient took voltaren gtt. 3 times daily and dexanova 6 times daily until (B)(6) 2024, then took voltaren gtt. 3 times daily and dexanova 4 times daily until (B)(6) 2024. Medication for os: the patient took voltaren gtt. 3 times daily until (B)(6) 2024. Through follow ups, it was confirmed that the medical treatment was prescribed to treat irvine gass syndrome and blurry vision (od and os). Issues in both eyes were resolved on (B)(6) 2024. No further information is available. This report is for the patient's right eye. No report will be submitted for the left eye as the implanted iol in the os (det150 model lens) is not yet approved in the USA..

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - establishment name: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.